Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent delivery system was selected to treat the lesion. When the device was removed, it was noted that the stent strut was lifted and the stent would not straighten up. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at its proximal end. A strut on the fourth most proximal row was raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent delivery system was selected to treat the lesion. When the device was removed, it was noted that the stent strut was lifted and the stent would not straighten up. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.